Event description:
Unable to be completely given, approximately 75% of medication was given to patient, unable to administer full dose [incorrect dose administered] medication became clogged in the end of the needle, syringe became clogged again [needle issue] patient was getting very frustrated [frustration tolerance decreased]. Case narrative: this initial spontaneous report concerns adverse events of incorrect dose administered, needle issue and frustration tolerance decreased in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from pharmacist via an email and voicemail concerning above mentioned adverse events with amneal's risperidone for extended-release injectable suspension. Additional significant follow-up information (#1) was received on (B)(6) 2026 from pharmacist via email. New information included: product details (stop date, route of administration) and narrative updated accordingly. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 50 mg/vial (ndc: (B)(4) (vial) and (B)(4) (kit) (dose, frequency and therapy date not reported) via intramuscular route for an unknown indication till (B)(6) 2026. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On (B)(6) 2026, despite carefully following reconstitution instructions as found in medication box, medication became clogged in the end of the needle and was unable to be completely given. They removed needle from patient and shook medication vial again and applied new needle to syringe. Approximately 75percent of medication was given to patient but syringe became clogged again and patient was getting very frustrated. They were unable to administer full dose. In the past, the nurse has not had an issue with administering this medication until the manufacturer recently changed to amneal. The nurse followed instructions in package insert. This nurse was experienced in giving this medication and only had problems when they moved from the brand product to the amneal generic deltoid injection. It was also reported that patient left after only receiving 75percent of dose. Last action taken with risperidone in relation to incorrect dose administered, needle issue and frustration tolerance decreased was not applicable. De-challenge and re-challenge were not applicable. The outcome of events incorrect dose administered, needle issue and frustration tolerance decreased was unknown. The reporter did not provide the causality of events incorrect dose administered, needle issue and frustration tolerance decreased with risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.